Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the first two clips fired fine "but then did properly fire". The same device then worked well enough to complete the procedure and it worked fine. There was no pt consequence.